Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(problem code, investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d5, g1(contact person).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The customer informed that the unit displayed error code 119. The fse verified the error code 119, and replaced the front end pcb. After replacement, the fse calibrated all pressure transducers. The unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that during start-up, the cs300 intra-aortic balloon pump (iabp) will not power-up (error code 119 was displayed). There was no patient involvement, and no adverse event reported.